Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer reported that a couple of weekends ago woke up and bolused for a meal and blood glucose was 400 mg/dl. After that and they took shots, changed set and took 20-30.0u to get blood glucose down. This weekend they took meals and a couple of hours later the blood glucose was 200 mg/dl and after 2 hours it was 400 mg/dl. The customer experienced vomiting and she took shots. Next day the customer ate meal and the blood glucose level was 500 mg/dl after they bloused. The customer¿s current blood glucose was 545 mg/dl. The customer experienced symptoms like nausea and felt ill. Customer declined to treat current blood glucose as she advised she gave 20.0u through the insulin pump. The product will not be returned for analysis

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No unexpected insulin flow blocked alarms were noted. The insulin pump was received with minor scratched display window, case and keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.